Event description:
Philips dream station CPAP machine recalled, unable to replace due to shortages and financial constraints. Still awaiting replacement in february. I am suffering from extreme fatigue and sleep loss, loss of productivity, and danger due to distracted and foggy thinking. I've been left with no resort but to use the recalled device occasionally to catch up on sleep. FDA safety report ID # (B)(4).